Event description:
The manufacturer received information alleging a failure of the device's lcd screen. There was not harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was reconnected to address the issue.